Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood visible in the hub, which is consistent with handling during the procedure. The analysis confirmed that the hypotube was separated, as reported. The distal portion, including the balloon, was not returned and may have further aided the investigation. The fracture face of the separated hypotube was ovaled, indicating that the hypotube had kinked/bent prior to fracturing. There were also multiple bends noted in the hypotube. However, as the additional bends were not originally reported in the case description, this damage may have occurred during the procedure or from further handling as the device was packaged for shipment back to abbott vascular for analysis. Potential factors that can contribute to shaft separations include, but are not limited to, damage during manufacturing, materials, removal technique from the packaging, handling, an interaction with accessory devices or insufficient support while advancing the catheter over the guide wire. As there was no report of any damage observed during inspection prior to use, this suggests that the damage to the shaft occurred during attempted advancement, as reported. The lesion was reported as moderately tortuous and moderately calcified, which likely contributed to the reported complaint. Additional clarification was requested from the account to verify if resistance was felt during advancement, but it was noted that there was no resistance reported by the physician. However, if resistance was encountered due to an interaction between the catheter and the tortuous and calcified lesion, this may have caused the shaft to become kinked and ultimately separate during advancement. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Based on the information provided and the analysis of the returned product, the reported hypotube separation appears to be related to circumstances of the procedure and not a product quality deficiency. To assure that all products perform according to specification, all balloon catheters are 100% visually inspected online for kinks during the manufacturing process and a sampling of units is destructively tested to verify shaft integrity and tensile strength. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot and all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and revealed no other incidents reported from this lot.

Event description:
It was reported that during the procedure in the left anterior descending artery with moderate tortuosity and moderate calcification, the proximal shaft of the 3.25x15 nc trek dilatation catheter separated outside of the anatomy due to calcification. No adverse patient effect occurred. The target lesion was ultimately treated using an unspecified dilatation balloon. There was no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.